Event description:
The pt reportedly experienced lack of benefit since implantation. CT scan confirmed that the electrode array was partially migrated out of the cochlea. Revision surgery is to be scheduled.